Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) compressed, the distal body cracked, the air/water nozzle clogged, the ccd driver pcb corroded, the electrical connector corroded, the bending rubber leak, the air/water channel leak, the junction case leak, the objective lens unit scratched, the distal body dirty, the junction case loosened, the lg prong top loosened, and the air/water channel accessory; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.